Event description:
It was reported that the surgeon inserted a competitor's lens and the trailing haptic was torn during insertion. The lens was removed and replaced without any patient incident. The reporter believes the incident was caused by the injector.